Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed the motor had limited or no power; the bearing, press plug and blade mount assembly were broken. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for repair because it was overheating during a procedure. No adverse consequence was associated with the event; the procedure was completed successfully.